Event description:
It was reported that during a routine follow-up, inappropriate therapy due to noise was observed via sotred egms. Lead impedance, sensing and thresholds were normal. The lead was replaced. The lead will not be returned due to damage sustained during the explant procedure.

Manufacturer narrative:
No medwatch form was received.